Event description:
It was reported that during volume ventilation in simv mode, of a septic pt, pco2 increased to greater than 90mmhg, and po2 decreased to approx 40mmhg; and severe bradycardia developed of less tahn 40bpm. The device had been in use for 14 hrs, or for less than 24 hrs, during which nebulized medications (ventolin and acetytcysteine) had been administered every four (4) hrs; the user observed the device to be completely obstructed, and it remained very resistant to flow, even when dried. The rptr believed this represented a life-threatening situation. The event occurred on the night shift; the rptr stated staff was well trained.